Event description:
It was reported that during testing conducted at the manufacturer facility, the device oscillates when the reverse trigger is pulled. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, it was found that the trigger magnet was not fully seated in the trigger shaft, which is a probable cause for the device oscillating when the reverse trigger is activated.